Event description:
It was reported that a patient presented in-clinic with inappropriate shock due to incorrect interpretation of signal noted on the patient's implantable cardioverter defibrillator. No further intervention or adverse patient consequences were reported.